Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint#: (B)(4). Investigation summary: no device associated with this report was received for examination. The investigation could not draw any conclusions regarding the reported event. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient contacted (B)(6) 2018: indicates she is experiencing swelling and loosening of the tibial base which is suggested by CT. No revision at this time; has had a manual manipulation. Loosening interface unknown. "There's been a failure of the knee or either the cement or the base is pulled away from the knee. Details regarding this implant: it looks like the cement used was palaco cement 00111214001, the tibal tray 150610005, the insert 151650606, the femur 150410206 and the patella component is 151820035." Doi: (B)(6) 2016.